Manufacturer narrative:
UDI number added.

Manufacturer narrative:
On the (B)(6) 2017 at 22:30 the signal from the us transducer was lost for a patient which led to a cesarean section. The report was that the us transducer stopped picking up the fetal heart rate (fhr) for 5 minutes. When the nurses did see a fhr it was in the 40's bpm range. The customer asked if the positioning of the us transducer led to the loss of signal or if it could be an equipment issue. The field service engineer (fse) tested the functionality of the device and found it to be operating as specified and expected. No trouble was found during the onsite testing. Additionally, he collected the configuration file, status log and a couple of trace examples from the ge system which were forwarded to philips product support engineering (pse). The trace was evaluated by pse who confirmed that no malfunction of the device could be seen on the trace. The product remains at the customer site. Although, the device was tested by the fse without findings and no malfunction could be seen on the evaluated trace, a malfunction of the device cannot be ruled out. The cause of the issue remains unknown. No further investigation or action is warranted.

Event description:
The customer reported that the us transducers lose the signal and need to be relearned. The led on the transducer turns blue. The patient had to undergo a cesarean section. The customer did not provide any patient information, although the fse tried to obtain further patient details. The device was used for monitoring at the time of the alleged malfunction.